Event description:
During a focal atrial tachycardia ablation procedure using a therapy cool flex ablation catheter, the ablation resulted in a first degree av block. The physician performed mapping of the right atrium (ra), the left atrium (la), and the aorta using the ensite velocity system. The point of earliest activation was deemed to be near the bundle of his in the ra so the physician decided to begin the ablation there. A system reference patch was used due to the size of the coronary sinus (cs) causing the cs catheter to dislodge. Upon onset of ablation with the therapy cool flex ablation catheter, the patient moved their left hand and a major shift of the catheter on ensite velocity was noted. Inspection revealed one of the patches was 50% detached. The physician discontinued the use of mapping and used fluoroscopy to visualize the catheter and began ablating next to the bundle of his. The procedure was finished with no further issues but the patient was found to have a first degree av block as a result of the ablation at the his. The av block persisted overnight with episodes of bradycardia and the patient was transported the next day to another hospital, where the patient collapsed in the bathroom and was resuscitated successfully. The patient was ventilated in the ICU at the time of this report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible as the lot number was unavailable. Based on the information received, the cause for the reported av block could not be conclusively determined.